Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a robotic left colectomy, during anastomosis of descending colon to rectum, there was difficulty in re moving the stapler from the cavity. After the stapler was fired, the knob was turned two times until the audible click was heard. There was difficulty removing the stapler after firing, but after several attempts, and with additional tension, the stapler came out without the anvil attached. A sigmoidoscopy was performed and the anvil was retrieved with a laparoscopic grasper.